Event description:
The customer reported that he had a button error alarm on the insulin pump. The customer's blood glucose level was 216 mg/dl. The customer was asked if he recalls any significant events leading to the alarm. The customer responsed was extremely hot in weather and he is warming up. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions. The customer was advised that the insulin pump need to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.